Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications however, had a corroded battery tube. The insulin pump was monitored and no blank display anomalies or low battery alerts noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had stripped battery cap coin slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery went dead and has a blank display. Customer's blood glucose was 70 mg/dl at the time of incident. Troubleshooting found that the battery cap does not open and the customer cannot get it off. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer indicated that they will call their doctor. The customer was also advised that the device would be replaced and agreed to return the product for analysis.